Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 3mm x 20cm 150 saber percutaneous transluminal angioplasty (pta) dilatation catheter was found to be broken with a hole after withdrawal. There were no reports of patient injury. The patient's medical history consists of arterial occlusion of the lower limbs. There was no difficulty removing the protective balloon cover or removing any of the sterile packaging components. The device was used inside the patient. No contralateral approach was used. There was no calcification or tortuosity of the target site vessel. There was 50% stenosis and no acute angulation or bifurcation of the target site vessel. There was no calcification, tortuosity, stenosis, acute angulation, or bifurcation of the target site vessel. The device maintained negative pressure during preparation. The device was able to cross the lesion. The anomaly was discovered after the device was delivered to the lesion. Pressure could not be stabilized. The device was inflated to 18 atm prior to the anomaly being noted. The gauge of the indeflator indicated a loss of pressure when the anomaly was noted. The device was easily able to be removed from the patient. Pressure was maintained for three seconds before the anomaly was noted. After delivery of the balloon into the body in conjunction with a non-cordis femoral sheath, it was found that the pressure could not be maintained. The device was not returned for analysis. A product history record (phr) review of lot 82246705 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during positive pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. It is likely vessel characteristics of stenosis and/or procedural factors may have contributed to the reported event. Damage to balloon material may have occurred during crossing or upon inflation at the target site. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which are not intended to mitigate risk, ¿preparation 1. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 2. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 3. Hold the syringe and proximal end of the catheter above the distal end of the catheter and hold the balloon vertically with the balloon tip pointing down. 4. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 5. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. 6. Without twisting, slide the forming tube off the balloon. 7. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. 8. Purge the air from the inflation device. 9. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium.¿ neither the phr review nor the analysis results suggest that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of a 3mm x 20cm 150 saber percutaneous transluminal angioplasty (pta) dilatation catheter was found to be broken with a hole after withdrawal. There were no reports of patient injury. The patient's medical history consists of arterial occlusion of the lower limbs. There was no difficulty removing the protective balloon cover or removing any of the sterile packaging components. The device was used inside the patient. No contralateral approach was used. There was no calcification or tortuosity of the target site vessel. There was 50% stenosis and no acute angulation or bifurcation of the target site vessel. There was no calcification, tortuosity, stenosis, acute angulation, or bifurcation of the target site vessel. The device maintained negative pressure during preparation. The device was able to cross the lesion. The anomaly was discovered after the device was delivered to the lesion. Pressure could not be stabilized. The device was inflated to 18 atm prior to the anomaly being noted. The gauge of the indeflator indicated a loss of pressure when the anomaly was noted. The device was easily able to be removed from the patient. Pressure was maintained for three seconds before the anomaly was noted. After delivery of the balloon into the body in conjunction with a non-cordis femoral sheath, it was found that the pressure could not be maintained. The device was not returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82246705 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 3mm x 20cm 150 saber percutaneous transluminal angioplasty (pta) dilatation catheter was found to be broken with a hole after withdrawal. There were no reports of patient injury. The patient's medical history consists of arterial occlusion of the lower limbs. There was no difficulty removing the protective balloon cover or removing any of the sterile packaging components. The device was used inside the patient. No contralateral approach was used. There was no calcification or tortuosity of the target site vessel. There was 50% stenosis and no acute angulation or bifurcation of the target site vessel. There was no calcification, tortuosity, stenosis, acute angulation, or bifurcation of the target site vessel. The device maintained negative pressure during preparation. The device was able to cross the lesion. The anomaly was discovered after the device was delivered to the lesion. Pressure could not be stabilized. The device was inflated to 18 atm prior to the anomaly being noted. The gauge of the indeflator indicated a loss of pressure when the anomaly was noted. The device was easily able to be removed from the patient. Pressure was maintained for three seconds before the anomaly was noted. After delivery of the balloon into the body in conjunction with a non-cordis femoral sheath, it was found that the pressure could not be maintained. The device will be returned for evaluation.